Manufacturer narrative:
The patient bent forward and heard a pop in her back and had pain in that area. It was found that there were two fractured rods. Medicrea international is submitting this report on behalf of importer: (B)(4). Exemption e2017030.

Event description:
The patient bent forward and heard a pop in her back and had pain in that area. It was found that there were two fractured rods.